Event description:
User stated she had three pts in a row with erroneous results. User repeated samples, some were remixed and repeated, and some repoured into sample cups and repeated, then repeated a second time. Some were recentrifuged and repeated. No info was provided to determine how each sample was handled. None were reported until two results matched for each of the analytes in question for each of the three samples. Sample 1: bicarbonate results were greater than 50, 43, 26 and 24 mmol per l; calcium results were 16.2, 15.7, 9.9 and 9.7 mg per dl. Sample 2: sodium results were 162, 133 and 132 mmol per l; potassium results were 7.4, 6.1, 5.8, 6.1 and 6.1 mmol per l. Sample 3: bicarbonate results were 47, 25 and 25 mmol per l; calcium results were 14.9, 9.2 and 9.3 mg per dl; total protein results were 10.4, 7.8, 7.8 and 7.9 g per dl; alp results were 151, 93 and 94 u per l. No treatment was received as a result of this incident.

Manufacturer narrative:
The field service rep was unable to duplicate the issue and could not find a problem. He added an extra wash cycle from the latest test application software update. Precision checks were performed to verify analyzer performance.